Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a biohazard bag with an open box/tray from the lot number provided in the report. The label matches the product returned. The irrigation adapter and all bands did not return. Our laboratory evaluation of the product said to be involved could not confirm the report based on the condition of the returned device, the barrel was no longer attached to the trigger cord. No bands were returned so the band functionality could not be verified. The trigger cord returned wrapped around the handle from deployment. A visual examination of the device was performed. The trigger cord was examined, and all twelve deployment beads were present. The beads were verified for correct location using bead inspection plate. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots and is within the established tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed, and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device could not confirm the report. The information provided indicates the user intentionally deployed the bands outside of the patient. This is the most likely cause of this report. The instructions for use (IFU) states, "do not deploy bands prior to advancing endoscope to desired banding site. Deployment of bands outside of the intended banding site may not be representative of in-vivo use and will reduce the number of bands available for use." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments: based on the information provided that the user intentionally deployed the bands outside of the patient, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
In preparation for an unknown variceal ligation procedure, the physician selected a cook 6 shooter saeed multi-band ligator. It was reported that prior to use the physician always fires off one band, the bands stayed open and did not constrict. Another of the same device was used to complete the procedure without issues. This occurred prior to patient contact; there was no impact to the patient. In addition, the user sustained no clinical consequence and there were no adverse effects to the user.